Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 3006705815-2018-00284. It was reported the patient fell several times causing the lead to migrate as confirmed by x-rays with the patient only receiving partial stimulation. Surgical intervention will be taken to address the issue.